Event description:
It was reported that patient underwent a partial right knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2014, for an unknown reason. All oxford partial knee components were removed and replaced with vanguard total knee components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-03463 / 03465).

Manufacturer narrative:
Evaluation of returned device found implant to be out of design specifications. A dimensional layout revealed the component was oversized in thickness. However, the oversized dimensions would have provided more stability.